Manufacturer narrative:
Continued e.1. Phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformance's noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture; capsular contracture, baker grade IV.

Event description:
Healthcare professional reported "rupture, pain, deformation, capsular contracture baker grade IV" via magnetic resonance imaging (MRI). This record is for the right side. Device explanted and replaced by non-allergan devices.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6 device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ rupture: observed broken device through microscopic inspection assessed as fold flaw opening. No further actions are required as it is not related to the manufacturing process. ¿ pain: unable to observe through visual inspection as it is a physiological phenomenon. ¿ capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis (creases, non-penetrating nicks and wear abrasion) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Healthcare professional reported "rupture, pain, deformation, capsular contracture baker grade IV" via magnetic resonance imaging (MRI). This record is for the right side. Device explanted and replaced by non-allergan devices.